Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and was treated with unspecified antibiotic therapy. It was reported that both antibiotics were administered intraperitoneal, one every five days, and the other, everyday. Seven days later, the patient was discharged from the hospital. The patient recovered from the peritonitis and antibiotic therapy was discontinued. The patient was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.